Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level of 52 mg/dl. The customer¿s current high blood glucose 160 mg/dl. Customer treated with food. Customer did not allege pump was over delivering. The product was not returned for analysis.